Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using a 25mm non-abbott device. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. The final non-coronary cusp implant depth was 5mm. A post-implant balloon aortic valvuloplasty was performed due to severe perivalvular leakage. Post-procedure it was noted via electrocardiogram, that the patient developed a left bundle branch block with first degree atrioventricular block. The patient was hospitalized for monitoring of heart rhythm. On (B)(6) 2025, the decision was made to implant a permanent pacemaker. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of paravalvular leak (pvl), and heart block was reported. It was indicated that the valve cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, causes for the reported heart block could not be conclusively determined. It is possible that procedural conditions or patient condition could contributed to these issues. However, this cannot be confirmed. The reported pvl could not be determined. The reported unexpected medical intervention, and surgical intervention were the results of case-specific circumstances as a post-implant valvuloplasty was performed for the pvl, and the patient was hospitalized for a surgery to implant a permanent pacemaker. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.